Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient had experienced unexpected refractive surprise in the left eye with the post operative outcome was more than one diopter after lasik surgery. There are multiple related reports for this reported event. This report addresses patient ra, left eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The laser was started and the energy-check was started only allowing for a warm-up time of sixteen minutes. The fluence test was performed with a measured depth of sixty two microns. The user has neither repeated the energy check nor repeated the fluence test and accepted the first result. The logfile shows twelve successfully performed treatments on that day. The reported treatment could be identified in the logfile. The measured energy was stable. The logfile shows that the reported treatment (left eye) was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Based on the provided clinical review from local clinical application specialist the applied treatment might have not been the most appropriate treatment type for the patient. This was not further elaborated. No root cause for the customers reported event could be determined. The manufacturer internal reference number is: (B)(4).